Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a low blood glucose (bg) level of 40 mg/dl; cause was unknown. Customer went unconscious and was unaware of how bg level was addressed. Customer was released from the hospital on 09/12/2020.